Event description:
It was reported that the patient experienced spasms that shot around their implantable neurostimulator (ins), down their leg, and up their back. It was noted that the pain was present even when the ins was turned off. The patient had to be hospitalized for a week and was now in rehab for the issue. There were no falls of trauma reported by the patient that were associated with the issue. The patient was to see their healthcare professional (hcp) on (B)(6) 2014. There were no further details, interventions or outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. (B)(4).